Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the customer complained that there was a red led on port 1 of the axiem module and that the led remained lit without flickering. No patient was involved with this issue.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The emitter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The emitter was returned for analysis. Functional testing determined the emitter was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.